Manufacturer narrative:
Device (photo) evaluation: visual analysis of the photographs identified lot number 2796515, catalog number tsm-240g cloudy and white/black particles material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to a2: (B)(6) 1997. Previous medwatch submission noted lymphoma-alcl suspected. Upon review of additional information, allergan medical safety determined that there is no malignancy.

Event description:
Physician reported rupture, seroma and capsular contracture, baker grade IV and further clarified that no alcl was found.

Manufacturer narrative:
(B)(4). The events of lymphoma, capsular contracture and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture of the right device, seroma, and suspected alcl.

Event description:
Patient reported strong pain, swelling, capsular contracture baker grade iii, seroma, rupture and suspected alcl. This record is for the right side. Device explanted with capsulectomy.